Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after experiencing increased heart rate, inappropriate heart rate response was observed. Patient had an unrelated procedure few days ago and was experiencing increased hart rate that time. Device was reprogrammed, and the rate dropped to normal value. Patient was discharged and will continue to be monitored.

Event description:
New information received notes that the issue was resolved with device reprogramming and the patient was stable afterwards.